Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) units screen is flickering. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and duplicated screen flickering replaced lcd display to fix the issue and performed passing functional checkout. Unit returned to service. The failure analysis and testing dept. Received ¿ display with a reported unit failure of the screen flickering. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. ¿ display into the monitor of the cs300 test and tested the display to factory specifications per the cs300 service manual . After an extended run-time of the cs300, the fat dept. Could not verify the failure of a flickering screen. The display passed testing. Retaining the display in the failure analysis and testing department . The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.